Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is a balloon pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 4-feb-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation but failed to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.